Event description:
It was reported that the right atrial (ra) lead threshold had climbed to over the life of the device to as high as 3.75 volts at 1 millisecond. Also the ra lead impedance had increased from approximately 500 ohms to greater than 1000 ohms and had a few spikes in impedance to greater than 3000 ohms. Also, device had a potential setscrew issue. It was noted that the device had reached eri and during the change out procedure the ra lead tested normal through the analyzer and the newly implanted device. The ra lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (B)(6) 2009; 419488 implantable pacing lead (B)(6) 2009. (B)(4).